Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was worn and it was difficult to secure insulin cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer did not provide any further information.